Event description:
Report provided by the end user states that they are experiencing red irritated skin under the appliance, described as a 'plaster type rash'. Did not mention any leaks. The patient's subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Could not determine that there was any manufacturing defects in product. There was no other cases within the last 12 months for this issue and icc, this is a low level incident and will continue to be monitored for trends.